Manufacturer narrative:
(B)(4). Batch # p91f8f. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off the device during transport to our analysis site. The device was connected to a test handpiece and functionality tested on a gen11. An alert screen was displayed and no further functional testing could be performed. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument. Therefore, we were unable to investigate further the "incomplete pre-run/user initiated test" reported by the customer. The device was disassembled to inspect the internal components and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colectomy procedure, after about two hours of use of the device on thick, irradiated tissue, the device stopped working. The generator displayed an alert to clean the blade and activate to test. The device was cleaned but would not test to clear the alert screen. Another like device of the same lot was pulled and after a significant period of use the same issue occurred. The case was completed with a third device of the same product code.